Event description:
A bipap pro biflex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles or degradation inside the blower kit. Additionally, the service technician also found fluid, dust contamination and displayed error code e053 (comp log sem timeout), e065 (stuck encoder a) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.